Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn:m365sc8336700 model:sc-8336-70 serial:(B)(6) batch:7077014 UDI:(B)(4). Product family: scs-lead fixation upn:m365sc43180 model:sc-4318 serial: na batch:35396476 UDI:(B)(4).

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. It was noted that the incision at the ipg site became dehisced. The patient underwent an explant procedure wherein all device components were removed.

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. It was noted that the incision at the ipg site became dehisced. The patient underwent an explant procedure wherein all device components were removed. Additional information was received that the patient was administered with antibiotics and was still recovering from the infection upon follow-up.

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. It was noted that the incision at the ipg site became dehisced. The patient underwent an explant procedure wherein all device components were removed. Additional information was received that the patient was administered with antibiotics and was still recovering from the infection upon follow-up.

Manufacturer narrative:
Sc-1232 (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-8336-70 (sn (B)(6))). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-4318 (bn/ln 35396476). The returned anchor was analyzed, passed all tests performed, and exhibited normal device characteristics.